Manufacturer narrative:
The pump was received with stripped battery cap coin slot. The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with normal operating currents. The pump passed the self-test. The pump passed the unexpected restart error test. The pump passed off no power test. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customers states their battery cap was cracked. The customer's blood glucose level at the time of incident was 488mg/dl. The customer treated with manual injection. The customer states they were unable to remove the battery cap. Troubleshoot was conducted. The customer is being sent continuation of therapy pump.